Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the lead helix was exercised prior to being implanted. Once the lead was placed within the patient the specified number of rotations were completed but helix would not extend. The lead was removed and bench tested with the same results and the lead was not utilized. An alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop. This result indicated that the helix was being over-retracted. If information is provided in the future, a supplemental report will be issued.